Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient experienced side effects from morphine after having the pump refilled at a former clinic. Following the catheter revision, the medication was to be changed but the patient did not return for a follow-up pump refill. It was noted that the patient had not been at the clinic for long as he was dismissed by a previous physician due to a failed opioid agreement. The clinic was unable to acquire medical records for the patient. The patient presented to the clinic on (B)(6) 2012 with "questionable side effects" from the pump medication. The patient had severe itching with a morphine dose of 0.5mg/day. On (B)(6), it was decided that morphine be discontinued and dilaudid (hydromorphone) by started. The medication was ordered and an appointment was made for (B)(6). On (B)(6), the clinic was informed that the patient was experiencing nausea, vomiting, diarrhea and cold sweats. The physician suspected withdrawal and told the patient to go into the clinic. The patient did not go in and also failed to present to the pump refill on (B)(6). Attempts to reach the patient were made but were unsuccessful. It was noted that the "pump alarm" should have gone off on august 13.

Event description:
It was reported that the patient experienced withdrawal with symptoms of diarrhea, cold sweats, and nausea since the catheter was replaced in (B)(6). (Refer to manufacturer report # 3004209178-2012-05534 for catheter replacement). It was noted that the patient took compazine and benadryl for nausea. It was also reported that "a pocket of medication sits in the pocket and it gets released and patient would be as drunk as could be. This occurred at random, stop and go, usually every other day." Patient currently doesn't have enough pain relief because he had 50mg concentration at 6.5-8.50 mg/day, compared to currently on 10 mg concentration at 0.50 mg/day. Patient was hoping for a new medication that would give him pain relief. The device system was used to deliver morphine. Patient had an appointment to see health care provider in the next 2 weeks (from date of report). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).